Event description:
It was reported that the patient experienced adhesive issues with infusion set, which detached from the skin after only one day of use due to no glue event on (B)(6) 2026.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.